Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: thrombosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that in 2009, the pt had a 2.75 x 23 mm promus stent implanted in the circumflex (cx). The pt came into the cath lab the following month, with stent thrombosis. The physician aspirated and ballooned the stent using another company's 3.0 x 12 balloon. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation-product performance engineering reviewed the incident info, however, the product was not returned to abbott vascular for analysis. Thrombosis is a known possible outcome of coronary stenting procedures, and is listed in the product instructions for use as a potential adverse event. In this case, the pt required hospitalization to treat the thrombosis. There was no report of any damage to the sds prior to use or difficulties experienced during the procedure which could have contributed to the thrombosis. Although a cause for the thrombosis cannot be determined, there are no indications of any product deficiencies which could have contributed to the outcome of the procedure.